Event description:
Patient had mandibular repair in 1987 because of extreme overbite. Patient believes she may have a sensitivity to the metal in the screws that were used in 1987 experiencing swollen cervical lymph nodes, rashes across shoulders and cheeks, fatigue, as well as memory problems increasing in the last 6 months;autoimmunity problems. Patient has scheduled the removal of screws on (B)(6) 2013. This is 4 of 6 reports for complaint (B)(4).

Manufacturer narrative:
Scheduled removal per patient. Lack of 510k number, regulatory contacted for clarification. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment not diagnosis. Due to an unknown cause the patient may have sensitivity to the metal used in the screws. The material of the screw is confirmed to be within specification as well as the length and major diameter. The part passed inspection at the time of manufacturing. This complaint is indeterminate from a manufacturing position.

Event description:
This is report 4 of 6 for this event.